Event description:
The customer reports that the ventilator malfunctioned while it was connected to a pt. When the hosp tested it afterwards, it failed internal leakage test during pre-use checks and displayed an error message "system volume too large". There was no pt injury during pre-use check.

Manufacturer narrative:
Marquet inc. Submits this report on behalf of the device mfg facility. Facility provides prod failure investigation, analysis and resolution for the device described in this report.